Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient was found in the car by his son and the patient was experiencing weakness. The son helped the patient taking a fingerstick and the cgm was reading 73 mg/dl and the blood glucose reading was 33 mg/dl. The patient was brought to the hospital by the son and was given oral sugar packs/sugar water-like solution and was discharged after 1 day. At the time of the report, the patient was feeling good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.